Event description:
This event involved a nurse. She needed to flash two batteries for a case. She had something in her left hand-she took two (2) batteries out with her right hand and laid them on her left arm. As she was getting ready to replace one (1) battery in the charger she felt an electrical type shock on her left wrist. She then realized she was making contact between the metal part of the battery and her watchand. She sustained a second-degree burn o the inside of her wrist under the watch band. When she took off the watch the band was hot.do not know what treatment was administered.